Manufacturer narrative:
The investigation for the access site bleed and the positioning issue has been completed. Per the clinical information provided, the access site was not sutured tightly which led to bleed of the access site. The oozing from the site was resolved by tightening the sutures. Therefore, the root cause of the access site bleeding issue was use related due to improper technique. As per clinical the pump was pulled out of lv with intention to re-advance post procedure, but at the end of the case resistance was met while trying to advance and device explanted. Therefore, the root cause of the positioning issue was most likely use related. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing coronary artery bypass (CABG) was implanted with an impella 5.5 device for mechanical circulatory support. During support, the patient experienced an access site ooze. The physician tightened the sutures around the blue plug and heparin was withheld. Additionally, the doctor was unable to get a good seal around the catheter for proper seal during aortic clamp. The doctor took off the aortic clamp and re-adjusted a second time. Around the proper seal, it was noted on second attempt as the doctor stated the left ventricle was decompressed and soft. The aortic cannulation needed to be repositioned so the impella was pulled back with intention to re-advance. There was resistance when advancing so the pump was explanted.